Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. It was noted that the patient had a large pan fall from a high rack and hit the patient near the device pocket. The patient was seen after the incident and low r-waves were obseerved. Noise was also noted. The lead was capped due to a fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.